Manufacturer narrative:
Final device analysis of the lead revealed the following: conductors 0,1,3,4,5,6,7 were broken 14.5 cm from the distal end of the lead, at a titan anchor site. Visual inspection of the lead did not reveal any anomalies. Electrical testing determined that the continuity of several conductors was not complete. There were no shorts observed between the conductors. The fractured conductors of the lead were related to the reported event.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# b0895195k, implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient lost paresthesia in (B)(6) 2013 due to a lead fracture or issue. It was stated the patient was "reviewed" intraoperatively on (B)(6) 2013 and direct lead impedance measurements using a multi-lead trialing cable showed all contacts were greater than 4000 ohms. It was also reported the lead was explanted and replaced with a new lead. The interventions required included an intraoperative x-ray, local anesthetics and sedation. Impedance and stimulation testing was also done intraoperatively. It was stated the patient had 100% paresthesia coverage and no abnormal impedances following the lead replacement. It was also stated the patient's device was reprogrammed following the replacement and the issue had been solved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.